Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative (rep) regarding a patient who was implanted with an implantable neurostimulator (ins). It was reported that there were high impedances (>10,000 ohms) on contacts 0 & 5 and 0 & 15. It was noted that the #5 electrode was not in use. No symptoms were reported. No further complications were reported or anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Continuation: product ID 977a260 lot# serial# (B)(4) implanted: 2017 (B)(6) explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: 2017-(B)(6) explanted: product type lead product ID 977a260 lot# serial# (B)(4) implanted: 2017-(B)(6) explanted: product type lead device evaluation code 22 pertains to lead 977a260 5mm compact 1x8 MRI ((B)(4)). If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on (B)(6) reported the identify device diagnosis was high impedances and the identifiable clinical diagnosis was all electrodes on both leads were out of range. The hcp noted the event was resolved on (B)(6) 2017. The hcp stated the device was reprogrammed on (B)(6) 2017. It was noted the high impedances were related to the device or therapy and were not related to the implant procedure. It was noted the patient had increased back pain. Additional information from the hcp on (B)(6) reported the identify device diagnosis was lead migration/dislodgement and the identify clinical diagnosis was migration of the right lead by 1 electrode space. It was noted the issue was resolved without sequelae on (B)(6), 2017. It was noted the patient was reprogrammed on (B)(6) 2017. It was noted the patient had a decrease pain relief. It was noted that imaging showed the right lead migrated down by 1 electrode space. It was noted the event was related to the device or therapy was not related to the procedure. There were no further complications that have been reported as a result of this event.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Concomitant medical products: product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. Product ID: 977a260, serial#: (B)(4), implanted: (B)(6) 2017, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the high impedances and the cause of the lead migration were not determined. No further complications were reported/anticipated.

Manufacturer narrative:
Concomitant medical products: product ID 977a260 lot# serial# (B)(4) implanted: (B)(6) 2017 product type lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information was received from a healthcare professional (hcp) via a manufacturer representative. It was reported that the cause of the high impedances and the cause of the lead migration were not determined. No further complications were reported/anticipated.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information from the healthcare professional (hcp) on november 12th reported the patient had a loss of efficacy caused by the right lead migration and increased back pain due to all electrodes being out of range on both leads. There were no further complications that have been reported as a result of this event.